Event description:
As reported to coloplast though not verified, patient was implanted with aris tape as part of a pelvic floor repair and treatment for sui. Later, patient experienced significant pain in the pelvis, groins, thighs and buttocks and has frequent urinary tract infections that have needed complex management with antibiotics. Patient recently had surgery to separate and trim the tapes as they have caused the urethra to become tethered, obtructing the outflow of urine from the bladder which has led to chronic cystitis and repeated infections. Device still in situ.

Manufacturer narrative:
(B)(4): device not returned.